Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medical examiner reported via phone call that the customer passed away on (B)(6) 2018. The customer was taken to the ER and pronounced dead on arrival. The cause of death was unknown. The caller was unsure of health issues or illnesses that may have led to the customer's passing. The customer¿s blood glucose was 44 mg/dl prior to the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode feature was active and was automatically adjusting insulin delivery during the event. The customer was using sensors. The family was concerned that the insulin pump may have over-delivered due to a malfunction; the family wanted the device investigated. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Incident date has been changed to (B)(6), 2018.